Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced congestive heart failure, renal dysfunction, cardiac arrest and lower gastrointestinal bleeding. The 90% de novo target lesion located in the mid right coronary artery (rca) was 28.0mm long with a reference vessel diameter 3.00mm. The lesion was post-dilated with an unk 3.25x13mm balloon. In 2008, post index procedure, the patient experienced congestive heart failure and was treated with a cardiac resynchronization therapy defibrillator (crtd) and was discharged the following month. In 2009, the patient experienced renal dysfunction, cardiac arrest. The following month, the patient experienced lower gastrointestinal bleeding. The patient was hospitalized and discharged the following month 2009. The events were resolved and the patient's condition became better. The renal dysfunction has not changed. Physician opinion, the events are not related to the taxus stent. However, additional information have been requested.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.